Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the device required service. There was no allegation of serious or permanent harm or injury. The device was returned to a third-party service center. During the evaluation of the device at third-party service center, the device was visually inspected and found evidence of foam degradation. Technical findings observed that the service was required. E-130 error code (err_task_wdog_time out) was observed in log and corrected. The unit was scrapped.

Manufacturer narrative:
H3 other text : device evaluated by third party.